Event description:
Customer reportedly received results of 561 mg/dl and 82 mg/dl within two minutes on the advantage system. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.